Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin delivery was stopped on the pump when the customer placed the pump into a pocket. There was no impact to the customer's blood glucose level. No alerts or alarms were reported at the time of the issue. Although requested, no additional information was received from the customer.